Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Cartridge or infusion set was changed to resolve the alarm. Blood glucose was not impacted. As the customer was not receiving a current occlusion, tandem technical support was unable to determine cause of the occlusions.